Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. A microscopic examination of the balloon found that crimp markings were evident on the wall of the balloon as would be expected. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04087. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft. Two 2.50x12mm promus premier¿ stents were selected to treat the target lesion; however, both stents were unable to cross the lesion. When the devices were removed from the patient, it was noted that there were stent struts flared out on both stents. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Event description:
Same case as MDR ID# 2134265-2014-04087. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft. Two 2.50x12mm promus premier stents were selected to treat the target lesion; however, both stents were unable to cross the lesion. When the devices were removed from the patient, it was noted that there were stent struts flared out on both stents. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.